Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. No button error alarm was noted during testing. The insulin pump had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked display window at bottom left side corner and cracked battery tube threads.

Event description:
It was reported by the customer that their insulin pump was alarming button error.. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 138 mg/dl at time of reporting. Nothing further reported.